Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The amount of charge taken from the battery was verified and the battery status was anticipated. In conclusion, the device was fully functional. There was no indication of a device malfunction.

Event description:
Patient expired due to unknown causes. Medical examiner asked for analysis to be done. No known complaints on device. 30-mar-2021 device received.